Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that rotational movement was not working. Review of the system log file confirmed the malfunction as the drive was not calibrated. The customer restarted the system four time still the issue persisted. Upon troubleshooting fse identified the need for adjustments in the beam propeller movements and currents of the frontal stand. To resolve the issue, fse performed calibration and adjustments, and tested the cbct functionality. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the rotational movement was not working. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.